Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited a spike in shock impedance measurements of greater than 125 ohms and then back to normal. This patient had been in the hospital at that time with sepsis. Everything checked out normal the following day in the clinic. At the time it was noted that this had likely been electromagnetic interference (emi) as noise was observed and this patient had been connected to external monitors during the hospital stay. Additional information was received that a few years later this device exhibited another shock impedance high out of range. This device remains in service. No adverse patient effects were reported.